Event description:
Additional information was received stating the lesion in the mid right coronary artery (rca) was not within 5mm of the previously implanted cypher stent in the proximal rca. A cypher rx stent was implanted to treat the lesion in the mid rca. The patient was compliant with anti-platelet therapy. The current status of the patient was stable.

Manufacturer narrative:
Since it was reported that the lesion in the mid rca was not within 5mm of the previously implanted cypher stent in the proximal rca, the code restenosis will removed and this event will be unreported as it will no longer be deemed MDR reportable.

Event description:
Additional information was received stating the patient experienced unstable angina at the 18 month follow-up visit. One week after the 18 month follow-up visit, the patient underwent revascularization of the mid right coronary artery. Per the case report form, the patient was found to have lesions of the right coronary artery different than those previously stented. Treatment included angioplasty and unknown drug eluting stent deployment to lesions. The event resolved without sequelae. According to the investigator, the event was not related to cordis product.

Event description:
As reported by the (B) (6) study, the patient experienced a non-q wave myocardial infarction following the index procedure. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as de novo, 3mm in length 90% stenosed, non-thrombosed, with no calcification. The reference vessel was 2.9mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis balloon at 22atms. The 3.0 x 13mm cypher stent was successfully implanted. Residual stenosis was 0%. Pre and post-procedure timi was 3. The same day after the procedure, the patient experienced a non-q wave myocardial infarction (mi) of a small proximal right coronary branch. The non-q wave mi was secondary to an occlusion. The patient also experienced polymorphic tachycardia and atrial fibrillation. The atrial fibrillation was treated with cardizem, sotalol, and cardioconversion to normal sinus rhythm. The non-q wave myocardial infarction was treated with fluids for the hypotension. There were no further adversities and the patient received additional treatment with aspirin, plavix, lisinopril, beta blockers, and statins. The patient remained in stable condition. No treatment was performed for the polymorphic tachycardia. All of the events resolved without sequelae, and the patient was discharge approximately 3 days after the index procedure. According to the investigators, the events were not related to cordis product. The investigator felt the events were related to the index procedure.

Manufacturer narrative:
Concomitant devices include a non-cordis balloon. A patient (B) (6) study experienced a non-q wave myocardial infarction (mi) secondary to a side branch occlusion following the index procedure. The patient also experienced polymorphic tachycardia and atrial fibrillation the following day. Past medical history that may have increased this patient¿s risk for mace includes previous percutaneous coronary intervention (non-codis stent), hyperlipidemia, and hypertension. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as de novo, 90% stenosed, non-thrombosed, with no calcification. The reference vessel was 2.9 mm in diameter and non-tortuous. The lesion was pre-dilated before a 3.0 x 13mm cypher stent was successfully implanted. Post-dilation was not conducted. Residual stenosis was 0%. There was 30 to 40% distal stenosis noted that was left untreated. Pre and post-procedure timi flow was 3. The same day after the procedure, the patient experienced a non-q wave myocardial infarction secondary to a small proximal right coronary branch occlusion. The patient also experienced polymorphic tachycardia and atrial fibrillation the following day. The atrial fibrillation was treated with cardizem, sotalol, and cardioconversion to normal sinus rhythm. The non-q wave myocardial infarction was treated with fluids for the hypotension. The mi did not require revascularization. The patient remained in stable condition. No treatment was performed for the polymorphic tachycardia. All of the events resolved without sequelae and the patient was discharge approximately 3 days after the index procedure in stable condition. The product remains implanted in the patient and is thus, not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. The myocardial infarction experienced by the patient post procedure is related to the side branch occlusion. Cardiac arrhythmias are potential adverse event following stent implantation. Percutaneous coronary intervention (pci) of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Based on the information available, there are possible patient, vessel characteristics and procedural factors that may have contributed to these events.